Event description:
The customer reported having low blood glucose and wanted to stop using the insulin pump. The blood glucose reading at time of call was 71mg/dl. A follow up was conducted and found that the customer was hospitalized due to low blood glucose of 27mg/dl. Troubleshooting was declined as customer had no additional complaints or concerns. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.